Event description:
Visitor was leaning over to kiss husband (patient) goodbye and she caught her right foot on the loop of the call light. Fabric was on the floor. Biomed dept had rec'd notification mid sept by hill room with tie wraps included for corrective action. Biomed was in communication with hillrom rep at time of incident (prior) and in process of implementing corrective action to cord with the wrap provided.